Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the atrial lead dislodged and exhibited high capture threshold. The lead was explanted and replaced.